Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The patient effects of occlusion, and aneurysm are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issues and patient effects, and the relationship to the product, if any, could not be determined. The reported unexpected medical intervention, and surgical intervention were likely related to case circumstances. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated as 10/01/2019.

Event description:
The aim of this study was to prospectively collect technical and clinical performance data to evaluate the efficacy and safety of percutaneous endovascular aortic repair (pevar) using the incraft stent-graft system for electively treating infrarenal abdominal aortic aneurysms (aaa) with the perclose proglide¿ suture-mediated closure system. Adverse effects potentially related to the proglide device included: hospitalization, occlusion, aneurysm. Required interventions included: surgical intervention, manual compression. Device issues included: suture break, knot issues, failure to achieve hemostasis and other unspecified failure. 92 patients used proglide devices between october 1st, 2019,and august 1st 2023. Specific patient information is documented as unknown. Details are listed in the article draft, titled " percutaneous closure device controlled incraft stentgraft implantation registry (puccini).